Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient had a spinal cord stimulator. They were wondering how complicated it would be to have it removed, and if they could be p rovided with a list of doctors that accept tricare for this. They felt as if the device has lost its effectiveness. They also felt like it's been shocking them, but when it was checked by one of representatives (rep) in the tucson arizona area, they said everything was fine. They asked about the possibility of having this entire thing removed. As they felt the effectiveness of the device hadn' t been working for them for the last 2 years now. They also felt like the battery has been shocking them and not charging properly. They did see a rep in their area who told them that everything looked great a ccording to their scans , and their computer that checked their software as they have a closed loop system.